Event description:
The dr. Experienced both difficult insertion and difficult removal of the balloon through the 6fr sheath during a pta procedure in a dualysis pt (arm procedure). There was no injury caused to the pt.